Event description:
Procedure:lap gastric bypass. According to the reporter: whilst performing the above procedure, after approximately five successful firings, the reload in question misfired, creating two 4cm (approx) serosal tears and a failed firing. The staples were observed to have not conformed properly and lay loosely upon the stomach. As a secondary result, a vessel was cut by the reload blade, which then proceeded to flow freely upon the site details of injury (to patient, carer or healthcare professional): two serosal tears and cut vessel, as described above action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) the surgeon quickly resolved the bleeding using suction and a combination of harmonic ace and clips; and then applied a second reload cartridge of the same sort (45mm - 3.5mm) to the area, (this cartridge being from a newly opened box as the offending box was discarded due to the risk of further misfirings). This fired successfully and the operation was able to proceed. Once able to, the surgeon repaired the serosal tears by oversewing with lengths of 2.0 monocryl. A leak test was then performed with blue dye to ensure the repair and anastomosis were successful. Stapler and loading unit bagged and isolated for investigation. Additional information requested via email 1. When you state a vessel was cut by the reload blade, was this vessel unintentionally cut? 2. What is the product ID and lot number for tsulu, a straight sulu, or a tri-staple reload) 3. Was any reinforcement material used in conjunction with the stapling device? 4. If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 5. Was there any unanticipated tissue loss as a result of this problem? 6. Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? 7. Was there blood loss of 500cc or more due to the product problem? 8. Did any additional blood loss resulting from this product problem require a blood transfusion? 9. Was surgical time extended by more than 30 minutes due to the product problem? 10. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 11. What is the last known patient status? 12. What is the patient age, weight, gender?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).